Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be incorrect catheter used. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient was given a female bard catheters rather that the prescribed male catheters he was supposed to have received. The nurse catheterized the with the female catheter causing the patient to bleed. The nurse investigating the incident called the nursing team and the pharmacy of what had happened. Patient required no further medical intervention.